Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the tower door latch was failed. The field service engineer replaced the worn latch, performed general cleaning and maintenance to resolve this issue. The serial number, UDI and manufactures details kept blank since the given asset information found to be med, srm, round off set, 12ft, lt. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system the door keeps failing. The customer stated that this malfunction occurred while user trying to issue medication to patient. There were no adverse events or injuries reported based on this incident.